Event description:
The customer observed falsely elevated alinity I anti-hbs result for one sample. The following data was provided: on (B)(6) 2022 sid (B)(6) initial result = 402.36 iu/l, repeat = 375.82 iu/l, repeat (ai01129) = 367.44 iu/l, repeat on architect = negative (under 10 iu/l). Result from lithium heparin plasma tube = 13.33 iu/l. Additional laboratory data was provided: hbsag = 1369.6 s/co, anti-hbc = 8.19 s/co the sample was sent to another laboratory for repeat testing on the architect and generated a nonreactive anti-hbs result and reactive hbsag and anti-hbc results. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). This report is being filed on an international product, list number 7p89 has a similar product distributed in the us, list number 7p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 33765fn00 and the complaint issue. The overall performance of alinity I anti-hbs was reviewed using field data from customers worldwide. The median patient result for lot 33765fn00 for the negative population is comparable with other lots in the field and within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent for lot 33765fn00 was identified.